Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7063188.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to an infection. It was also noted that the ipg site was oozing. No device malfunction was suspected. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted devices will not be returned as it was discarded by the hospital.